Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged power source alert issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin gauge issue could not be verified.